Manufacturer narrative:
An event of a tip of the dilator was split was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer torqvue 45x45 delivery sheath was selected for use in an implant procedure. While the physician attempted to insert the dilator and sheath into the patient's femoral artery, difficulty was noted. The physician then examined the tip of the dilator and it was noted to be split down the middle. The device was replaced with another 12f amplatzer torqvue 45x45 delivery sheath to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was only a minimal delay associated with the sheath replacement.